Manufacturer narrative:
Device used for treatment not diagnosis. Babikian, g., mcgrory, b., old, a., white, r. (2006) fixation of vancouver b1 peri-prosthetic fractures by broad metal plates without the application of strut allografts. The journal of bone and joint surgery, vol 88-b(11), pp: 1425-1429. This report is for an unknown 4.5mm, broad lc-dcp, 16 hole, dynamic compression plate/unknown locking compression plate. Unknown lot/unknown quantity. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: babikian, g., mcgrory, b., old, a., white, r. (2006) fixation of vancouver b1 peri-prosthetic fractures by broad metal plates without the application of strut allografts. The journal of bone and joint surgery, vol 88-b(11), pp: 1425-1429. The purpose of this study is to determine whether or not a plate along may be preferable for vancouver type-b1 fractures, with adequate bone stock. Twenty patients met the criteria for this study which took place between december 1993 and may 2005. 1 patient died due to unrelated causes, leaving 19 patients for the study. There were 4 men and 15 women with a mean age at the time of fracture of 78 years. All the fractures were treated by open reduction and internal fixation. A broad dynamic compression plate (dcp; synthes, (B)(4)) was used in 15 fractures and a locking compression plate (synthes) in the other four. Complications included: one patient (case (B)(6)) developed nonunion which united uneventfully with anatomical alignment following further fixation. In one patient (case (B)(6)) with a healed peri-prosthetic fracture a subsequent stress fracture occurred at a different site, which was treated by a second plate fixation. Union occurred in 18 patients without malunion or infection. This medwatch will address the (B)(6) female (case (B)(6)) who developed nonunion. This report is for an unknown 4.5mm, broad lc-dcp 16 hole, dynamic compression plate/unknown locking compression plate. This is report 1 of 2 for (B)(4).